Event description:
A customer observed imprecise phyt qc results on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed the precision of the system was just within the expected interval, though multiple imprecise results were observed. A field engineer determined that a screw holding the ir wash tip locator in place was not secured. After repairing the loose screw, post service precision test results were acceptable. The root cause of the event was instrument related.